Event description:
It was reported that during the implant procedure, the helix would not advance or retract after multiple attempts were made. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found only blood in/on helix/lobe mechanism was noted.